Event description:
The surgeon was inserting a single piece silicone lens model aa4204vf and the lens ejected too quickly from the injector and the pt's capsule tore, the surgeon removed the lens without enlarging the incision and performed a vitrectomy and put in a staar aq lens in the sulcus.